Event description:
It was reported that, the pt states that she has been having constant pain since the implant surgery which she never had prior to the surgery. The pain occurs when she tried to stand from a sitting position. Pain is down the side of her thigh and in her buttocks. She cannot lay on her right side. The pain has diminished some over the past months. She also states that she had intense groin and thigh pain 8 weeks after the surgery. She had x-rays taken. After reviewing the x-rays, her dr. Told her that the implant cup might be loose and she may need revision surgery to stabilize if she did not stop being so active. She had physical therapy. She had a follow-up x-ray at the 3 month mark at which time the surgeon said the positioning of the cup had improved. Dr. Concluded that the implant is fine. He also reviewed recent blood test results and concluded that her results were fine. He also stated that the pain she is experiencing might be related to a back condition which showed up on the x-rays. Pt states that she has degenerate joint disease in several vertebrae.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.